Manufacturer narrative:
Additional information is being sought from a local representative for the serial number of this device. This report will be updated should further information be obtained.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then provided troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.